Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: patient had global advantage hemiarthroplasty / cta head inserted by another surgeon on (B)(6) 2003. Presented to prof (B)(4) complaining of increased pain decreased rom. Xrays attached. Revision surgery performed on (B)(6) 2011. Original implants listed above were removed converted to a delta xtend reverse shoulder. The devises associated with this report were not returned. A search of the databases did not show any other reports with regards to the reported event. Review of the attached x-rays by (B)(4) product development concluded the following: it appears that there were already cuff muscle issues which would fall in line with the natural progression of shoulder arthroplasty. Rom degradation and increased pain were probably caused by a failing cuff muscle, not the implant. Speculation on the reason for revision cannot be made, but it does not appear to be a failure of the implant system. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt had increased pain and decreased rom.